Manufacturer narrative:
On (B)(6) 2016: during follow up with tandem technical support, the customer reported was doing okay. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves while attached to the pump, but stated had not delivered much. Additionally after the event, the customer received a minimum fill notification and was not able to complete the load process. The customer's blood glucose (bg) level was 345 mg/dl and the customer delivered a bolus with the pump to address bg level. The customer was able to reload the cartridge and resume insulin delivery.